Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in good condition. An air detector check was performed, and the customer's reported problem was verified. Performed air detector check and found it was defective. A faulty air detector will be replaced.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump's air in line detector is defective. There was no reported injury or adverse events.